Manufacturer narrative:
Date of awareness changed from 30may2017 to 15aug2017 based on the following. Event details: the distributor sent a device rejection report on 30may2017. A complaint for five devices was opened on 09jun2017. The decision tree was completed on 19jun2017 deeming the complaint not reportable. All five devices were returned for evaluation on 14aug2017. One of the five returned devices was confirmed to have a breach in sterility on 15aug2017 by a packaging engineer. The decision tree was reopened and updated to reflect the device evaluation findings and a device malfunction report was filed on 21aug2017. Conmed became aware of this breach in sterility on 15aug2017; therefore, this is the date of awareness.

Manufacturer narrative:
All five reported ultraclean blades were returned in their original unopened packaging to conmed for evaluation of "insufficient heatseal". Label verification and visual inspection was performed on all devices. Four samples were determined to have visual defects, however, there was no breach in sterility. One device was confirmed by way of dye leak testing to have a breach in sterility due to creep of the device after the sealing process occurred. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing 4,000 units, this is the only documented complaint for this failure mode. A two-year review of device history revealed 25 similar complaints have been reported for this device and failure mode combination. During this same timeframe, 1,922,579 devices have been sold worldwide making the occurrence rate of this failure 0.0013 percent. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. Standard clinical practice would include examination and verification of the product and its original packaging to ensure both are intact. This package was not sealed and therefore would prompt the end user to discard it and obtain a new sterile device. To date there have been no reported long term adverse effects related to this issue. This issue will continue to be monitored through the complaint system.

Event description:
The distributor in (B)(6) rejected five ultraclean electrode blades with "insufficient heatseal" during incoming inspection. In this instance, there was no patient involvement as the packaging anomalies was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.